Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The pt experienced possible peritonitis and was hospitalized on the same day for the event. Treatment was not reported. On an unreported date, dianeal therapies were withdrawn. At the time of this report, the pt was recovering from the peritonitis. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4): the patient was hospitalized for 2 weeks for peritonitis. The cause of peritonitis was unknown. The patient was treated for peritonitis with rocephin ip (dose, frequency not reported). Outcome of peritonitis was unknown. On an unreported date, pd therapy was re-introduced.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number h12j26076 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional information become available, a follow-up will be submitted. Same patient as (B)(4).